Event description:
It was reported that a battery depletion code was detected on this subcutaneous implantable cardioverter defibrillator (s-ICD) with an estimated longevity calculation of 3% remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis; a technical analysis has not been performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that a battery depletion code was detected on this subcutaneous implantable cardioverter defibrillator (s-ICD) with an estimated longevity calculation of 3% remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.